Manufacturer narrative:
On 11/19/1997, follow up info was received from physician. The pt experienced some redness along the right nasolabial fold several months after her initial injection. She never contacted the office, and only mentioned that she had redness 5-6 months after her first treatment. She said she took benedryl and that it subsided. The last contact with the pt was 4/12/1997.

Event description:
A pt was treated with collagen on 1/12/96 in the vermillon border. On 4/12/97, the physician prescribed oral benadryl for symptoms, but did not believe the symptoms represented a hypersensitivity to collagen.